Event description:
It was reported that the patient did not feel the patient notifier, neither did the clinician during testing of the device. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.